Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the sensor just went through a calibration error. Customer's blood glucose at time of incident was unknown. Customer went into threshold suspend and blood glucose was 160 mg/dl. Customer stated that this is the 3rd sensor out had problems with. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The current blood glucose value is 150 mg/dl. The current sensor glucose value is 60. Customer was offered to troubleshoot for calibration error but declined.